Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed on the self-test during start-up. The alarm was observable both visually and through hearing. The device log files were provided to hamilton. This malfunction was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed on the self-test during start-up. - the alarm was observable both visually and through hearing. - the device log files were provided to hamilton. - this malfunction was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. -neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). The investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g1, g3, g6, h2, h3, h4.

Manufacturer narrative:
The investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g1, g3, g6, h2, h3, h4. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. The issue was discovered during initial boot up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury for a patient. Logfile and affected device were reviewed. During the checking of the device, the root cause of the event was determined to be a poor cable connection between the pressure sensor and the control board. Re-seating of the cable solved the issue.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed on the self-test during start-up. The alarm was observable both visually and through hearing. The device log files were provided to hamilton. This malfunction was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.